Event description:
It was reported that undersensing resulting in a diagnostic anomaly was observed on the device. The device was reprogrammed to resolve the event and the patient was in stable condition.